Event description:
While wearing the external equipment, the pt reportedly had no sound percept and no lock between sound processor and the cochlear implant. The pt was seen at the implant center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's device was scheduled.